Event description:
It was reported that a balloon rupture occurred. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 3atm for 10 seconds. The balloon was simply pulled out from the patient's body without any problem and the procedure was completed with another of the same device. No patient complications were reported and there was no problem with patient condition post procedure.